Event description:
Case description: based on additional information received on may 14, 2015, this case initially considered as non-serious was upgraded to serious: event of synovitis/voluminous synovitis was upgraded to serious (required intervention with infiltration of cortisone). Based on additional information received on may 6, 2015, this case became medically confirmed. Also, the reporter causality for the event of allergic reaction was updated from not reported to associated. This solicited device case from (B)(6) was received on april 27, 2015 from a patient via patient support program. Study title: (B)(6). This case involves an (B)(6) year old male patient who experienced allergic reaction, synovitis/ voluminous synovitis, puncture and aspiration of 30 ml of citrin fluid (joint effusion) and pain after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: w1305; expiration date: september 2016) into an unspecified location for osteoarthritis. The same day, the patient experienced moderate pain in the knee. On an unknown date, after unknown latency, the patient had moderate allergic reaction (unspecified). It was reported that these events resulted in voluminous synovitis and pain. Further reported, synvisc one was extracted from his knee. On (B)(6) 2014, puncture and aspiration of 30 ml of citrin fluid from right knee (not to be regiven) was performed. The patient received treatment with cortisone. It was further reported that the patient did not take anything for the pain. The reporter did not consider these adverse events related to pre-existing patient's condition. Corrective treatment: synvisc one was extracted from the knee for allergic reaction; cortisone for synovitis/ voluminous synovitis and not reported for pain and puncture and aspiration of 30 ml of citrin fluid. Outcome: unknown for synovitis/ voluminous synovitis, puncture and aspiration of 30 ml of citrin fluid and pain; recovered/resolved for allergic reaction. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # w1305, with expiration date (09/2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # w1305, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention (infiltration of cortisone) for the event of synovitis/ voluminous synovitis. Company causality: associated for all the events. Additional information was received on april 30, 2015. Ptc results and suspect expiration date were added. The text was amended accordingly. Additional information was received on may 6, 2015 from a healthcare professional (case became medically confirmed). The reporter causality for the event of allergic reaction was updated from not reported to associated. Additional event of synovitis and pain with details was added. The event of pain in the knee was updated as symptom. Laboratory data (30 ml of liquid was removed) was added. Outcome for the event of allergic reaction was updated from unknown to recovered/resolved. Intensity for the event of allergic reaction was updated from unknown to moderate. Text was amended accordingly. Additional information was received on may 14, 2015. The additional event of puncture and aspiration of 30 ml of citrin fluid was added along with its details. The event verbatim was updated from synovitis to synovitis/voluminous synovitis. Corrective treatment for the event of synovitis/voluminous synovitis added. The seriousness criteria for the event synovitis/voluminous synovitis was added as required intervention (previously non-serious). Patient's clinical course updated and text amended accordingly.